Event description:
A patient reported that their current system was experiencing a partially unresponsive power button. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting assistance.